Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the infusion set fell off during use in (B)(6) 2024. The issue occurred with three similar types of infusion sets used for three days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12880- device 2 of 3.